Manufacturer narrative:
(B)(4). Concomitant medical products: 00587806538, nexgenâ® complete knee solution, trabecular metalâ standard primary patella, 63356393; 00595403701, tibial tray fixed bearing size 3, 63292972. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02927.

Event description:
It was reported that the patient underwent a revision procedure approximately one year post-implantation due to pain instability, and loosening. The patient has experienced swelling and stiffness as well and the pain has lasted since the time of the initial surgery. The patient is receiving treatment for the knee with pain medication but it was not controlling the pain.